Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had poor drainage. During the inspection of the returned device, there was dirt on the nozzle and forceps channel. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The clogging of the air supply / water supply nozzle drainage function was causing air and water supply to be insufficient. The curved rubber adhesive was missing, and the bending angle was insufficient due to the elongation of the angle wire. The play angle knob due was out of normal state. Additionally, dirt was found on forceps channel and the suction channel inside the universal cord.

Manufacturer narrative:
This report is being submitted to provide additional information from the customer. This event is still under investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer provided additional information on 23mar2022. The event was found during preparation for use. There was no water at the time of the pre-use inspection. The date of event was provided as (B)(6) 2022.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 16-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to accumulation of foreign materials such as that derived from using cloth or paper in reprocessing. There was also likely accumulation of chemical agents. It is recommended that the user inspect the device prior to use and on a regular basis continuously. It is further recommended that the user read the operation manual regarding reprocessing. Olympus will continue to monitor field performance for this device.